Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that during education call communication- 1, patient(pt) said their follow up appointment is tomorrow. Agent offered communication- 2 education and assistance to use their external equipment to synch with their implant. Pt said: this was their second implant and was located lower than pt expected it would be. Patient said they felt the outline of the implant when they first got it but could not find it now, they were not sure if they were feeling the scar or scar tissue. While attempting to position the communicator to synch with the ins, pt was briefly successful to synch and see their settings but encountered reposition the communicator message and after several reposition attempts said they did not wish to continue trying. Pt said they would bring their equipment to their doctor's appointment tomorrow. Redirected to healthcare provider(hcp).